Event description:
It was reported there was a problem with the nevro ipg ("not working"). Pt has ipg(implantable pulse generator) replacement scheduled tomorrow. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Additional information received: the competitor system didn¿t work right the whole time it was in. The hcp was going to replace the nevro system with the medtronic system but during surgery it was determined the adapter the patient had was broken. The surgery was then aborted. The adaptor was placed on there from the previous competitor surgery and wasn¿t the manufacturer's device. The competitor adaptor wouldn¿t come off since it was broken.